Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the valve (lh130) did not function correctly. Although the pt age is unk, it is assumed to be a pediatric case. A 5ml blood loss. The product was changed out. The surgery was completed successfully.